Event description:
On (B)(6) 2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-13997sf fastpass scorpions clamp was cutting the wire instead of pushing it. This occurred during use, where another ar-13997sf fastpass scorpion had to be opened to finish the surgery. Additional information was provided on 02/11/2025 via (B)(4) where the arthrex subsidiary employee reported this event occurred during a rotator cuff rupture procedure when the wires were passed through the tendon. All the fragments were recovered. The suture that was breaking was an ar-13997 fibertak anchor suturetape. They used the shoulder box that was available at the hospital to complete the case.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.